Event description:
(B)(4) clinical study. Same patient as 2134265-2011-00017. It was reported that during a coronary artery stenting treatment procedure stent damage occurred. Lesion 1 was a bifurcated lesion located in the mid left anterior descending (mid lad) artery with 80% in-stent restenosis and was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 2 was a bifurcated lesion located in the 1st diagonal with 80% in-stent stenosis and was 12 mm long with a reference vessel diameter 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 3 was located in the proximal circumflex with 80% in-stent stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%.the patient was discharged the next day on aspirin and prasugrel. During the index procedure, the 2.25 x 16 mm taxus liberte stent was removed before deployment due to damage to the tip of the stent strut. The procedure was completed with another of the same device.

Manufacturer narrative:
Relevant tests/lab data corrected lmca: widely patent; lad: 80% in-stent restenosis of a previously placed stent in the mid lad; 80-90% ostial in-stent restenosis of a previously placed stent in the 1st diagonal; lcx: 80% in-stent restenosis of a previously placed stent in the proximal lcx. Not rca: known occlusion with bypass graft to the rima to distal portion with diffuse non-obstructive disease; mid lad: 80% in-stent restenosis of a previously placed stent; 1st diag: 80% in-stent restenosis of a previously placed stent; prox cx: 80% in-stent restenosis of a previously placed stent. As previously stated, and updated with additional results. (B)(4).

Event description:
(B)(4). Same patient as 2134265-2011-00017. It was reported that during a coronary artery stenting treatment procedure stent damage occurred. Lesion 1 was a bifurcated lesion located in the mid left anterior descending (mid lad) artery with 80% in-stent restenosis and was 28 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 2 was a bifurcated lesion located in the 1st diagonal with 80% in-stent stenosis and was 12 mm long with a reference vessel diameter 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a 2.25 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 3 was located in the proximal circumflex with 80% in-stent stenosis and was 34 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 38 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%.the patient was discharged the next day on aspirin and prasugrel. During the index procedure, the 2.25 x 16 mm taxus liberte stent was removed before deployment due to damage to the tip of the stent strut. The procedure was completed with another of the same device.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).